Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber (silicone) peeled away from jaws and made burning smell. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 02/06/2020. An investigation was conducted on 02/25/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws of the harvesting device as well as on the tip of the cannula. The heater wire was observed to be slightly flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both jaws was observed to be intact, no visual defects were observed. The cannula was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. No excess smoke was observed during testing. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failures "peeled" and "environmental particulates" were not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire". Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber (silicone) peeled away from jaws and made burning smell. A replacement device was used to complete the procedure. The hospital did not report any patient effects.